Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump for an unknown indication. The reporter thought the catheter on his pump might have broken. The patient was very spastic and had been taking baclofen orally. Further information was not provided.

Manufacturer narrative:
Device code (B)(4) no longer applies and patient code (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported they had no such thing. There was nothing wrong with their pump, catheter, and/or therapy. The patient had no idea how the information from (B)(6) 2016 was reported. The patient had no further information.